Manufacturer narrative:
Product event summary: at analysis incoming inspection it was noted that the battery was depleted and that the device failed the incoming functional tests. It was advised that the analyzer be scrapped or sent back to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned with no reason provided and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.